Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed that the data from the date of the complaint was overwritten. No battery cap was returned. All testing was performed with a test battery cap. The battery compartment was found to be cracked in the thread are and below the grip pad. The pump was exercised with the test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ event was no duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. Unrelated to the original complaint, the pump case was cracked in the upper and lower right hand corners of the display area. Additionally, the pump powered with the test battery cap to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.